Event description:
It was reported by the customer through the emergency support program that poor arterial waveform quality while using a cardiosave intra aortic ballon pump(iabp) with a sensation plus balloon catheter. Flushing the inner lumen showed no forward flow. After switching to the transducer, the arterial waveform appeared flat with pressures greater than three hundred and augmentation greater than three hundred. The customer was advised to have a provider check the inner lumen for patency and notify the attending physician if a clot was suspected. Because the catheter was placed axillary and used off label, no positioning guidance was provided. Therapy continued normally, the patient remained stable, and complaint information was collected. The serial number of the previously removed catheter was unavailable. No patient harm or injury was reported.

Manufacturer narrative:
Another contact information (B)(6) a cicu rn, (B)(6), requested assistance with arterial waveform quality on a cardiosave during the use of a sensation plus balloon catheter, with no patient harm reported. The patient had a recently replaced balloon pump, his fourth, and joyce sought a second opinion on the waveform, suspecting a need of deflation adjustment. The patient had a new balloon pump upon arrival, which was not transduced for the external monitor but showed a waveform on the pump itself. The catheter was switched the previous day due to rupture. Troubleshooting revealed the catheter's inner lumen was correctly connected to pressure tubing, the placement was axillary, and an off-brand sheath with a pigtail was used, with disclaimers provided for off brand and off label use. An image showed significant artifact on the ECG and severe whip on the arterial waveform without numerical data. While the pump delivered therapy without alarms, attempts to flush the inner lumen were unsuccessful in verifying forward flow. Transitioning to the transducer for comparison, joyce eventually succeeded after several attempts. The updated image showed reduced ECG artifact, a flat arterial pressure waveform with readings over 300, and augmentation over 300. (B)(6) was advised to have a provider aspirate blood from the inner lumen to check for patency and, if unsuccessful, notify the attending provider of a potentially clotted inner lumen, with discussions on subsequent actions if clotting was confirmed. (B)(6) then transitioned back to the original fo source, and the discussion continued regarding potential causes. Balloon was not returned for evaluation, so an exact cause of the issue could not be identified. However, based on our investigation, the clotted inner lumen can occur due to inadequate flushing of the inner lumen. This condition may promote a slow blood flow within the inner lumen, leading to thrombus formation and occlusion. Once clotted, the inner lumen can no longer transmit accurate arterial pressure waveforms. The difficult/unable to monitor arterial pressure can occur due off label use. This condition may promote a slow dampened arterial pressure, inability to monitor the arterial pressure.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - a2, a4, d10.

Event description:
N/a.